Manufacturer narrative:
Device evaluation: no product sample was received; therefore, visual and functional testing could not be performed. One photo showing two tracheostomy tube devices with the cuffs slightly inflated was received. The cuff for the tracheostomy tube on the left appears to be slightly un-symmetrical, but the cuff is not fully inflated to be able to confirm the un-symmetry. The cuff for the tracheostomy tube on the right is less inflated and no un-symmetry is observed. No other damage or dysfunctional conditions are observed. The reported failure mode, leak due to cuff symmetry, could not be confirmed. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that the cuff was used and reprocessed, but now has a lopsided appearance with a bulge, which affects the seal against the tracheal wall and makes ventilation difficult. There has been no report of patient injury, no observable clinical symptoms, or a change in symptoms identified in the patient.